Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015 device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found loss of prime alert due to non-zero low force about 3 weeks before the complaint date. The pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force senor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).